Manufacturer narrative:
(B)(4). Data initial report sent: (B)(6) 2010.

Event description:
Procedure: lap chole. According to the reporter, during use,the shaft cover was peeled off. The staff used another device to continue. There was no bleeding or tissue damage. Nothing fell into the patient cavity. The procedure was not extended more than 30 minutes. No patient info available.